Event description:
An attempt was made to externally pace a bradycardiac pt converted from ventricular fibrillation by defibrillation therapy. Allegedly the pacer would not start and indicated a "leads off" message. The pt was not resucitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was rendered on the basis of the reporter's assessment of the pt's viability.